Event description:
The iab was placed into the pt on 9/13/96 due to severe disease. The nurse noted that the pump alarm sounded on 9/17/96. The iab was removed without difficulty and no second was inserted. Blood was noted in the pump's safety disk. Approx 6 hrs later, the pt became symptomatic and another iab was inserted. The pt went directly to open heart surgery on 9/17/96.

Manufacturer narrative:
Device label codes: 1738. Underwater leak testing disclosed a leak in the inner lumen. Under microscopy, a separation of the inner lumen was seen. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of difficulty: the iab leak was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress. The iab may have been restrained as a result of placement within a subintimal space or underneath plaque. It is also possible that the initial kink in the inner lumen was made during iab insertion and that iabp continued to cyclically stress the inner lumen at that point.